Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an intermittently responsive keypad. When trying to enter information into the device the buttons had to be pressed very hard in order to get a response. And sometimes the buttons would get stuck causing the numbers to keep scrolling. At the time of the incident the customer's blood glucose was unknown, but at the time of the phone call it was 213 mg/dl. The discontinuation of the device was advised. Nothing further was reported.